Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wall adapter would not charge the pump. No impact to the customer's blood glucose. The customer used an alternate wall adapter to resolve the issue.